Event description:
The following information was presented at ¿14th japan endovascular symposium¿ held on august 22, 2019 in japan. On an unknown date, this patient underwent endovascular repair for a proximal type I endoleak from a previously implanted non-gore stent graft (relay plus). During the procedure, a gore® dryseal sheath with hydrophilic coating (outer diameter 22fr, 8.3 mm) was inserted from the left common femoral artery. A non-gore stent graft (zenith alpha) was deployed to reline the previously implanted device. During closure of the insertion site, the patient¿s blood pressure dropped. Angiography showed a dissection from the left common iliac artery to the left external iliac artery and a rupture of the left external iliac artery. A stent graft (fluency, 10 x 80 mm) was implanted to repair the rupture of the external iliac artery, and a stent (absolute pro, 10 x 40 mm) was implanted to repair the dissection of the common iliac artery. The procedure was completed and the patient tolerated the procedure.